Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. Following implant, it was observed that the implanted right ventricular lp exhibited loss of capture. X-ray confirmed dislodgement of the lp. The lp was retrieved from the hepatic vein, and was replaced. The patient was stable.